Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while pacing a patient, their device unexpectedly reset itself multiple times. As a result, defibrillation therapy may have been delayed or unavailable, had it been needed. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient, however the customer advised physio-control that no additional patient information is available.

Manufacturer narrative:
Physio-control attempted to contact the customer multiple time to obtain the status of this device; however, no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while pacing a patient, their device unexpectedly reset itself multiple times. As a result, defibrillation therapy may have been delayed or unavailable, had it been needed. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient, however the customer advised physio-control that no additional patient information is available.